Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 6atms on the first inflation after being inflated for 5 seconds during predilation. The lesion being treated was located in the moderately tortuous, severely calcified and 85% stenotic mid left anterior descending artery (lad). The device was removed intact. The procedure was successfully completed with another balloon. Patient status is listed as "good".